Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to as follows, we speculate that this case was caused by an unexpected stress on the cable unit due to the user's handling, resulting in a failure, so that the image could not be produced.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscopic image of the subject device was not displayed. In the evaluation of olympus australia (oaz) the following was confirmed, the endoscopic image was not displayed. Lines appear when camera cable is manipulated. Video connector has multiple cracks and camera cable has scratches. There was no report of patient injury associated with the event.